Manufacturer narrative:
Review of programming history.

Event description:
On (B)(6) 2013, it was determined that this patient died on (B)(6) 2012. No recent programming history is available. Attempts for additional information and product return have been unsuccessful.

Event description:
On (B)(6) 2015 further information was provided that indicates this patient's cause of death per the death certificate was chronic renal failure, unspecified.

Manufacturer narrative:
Type of reportable event; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.